Event description:
Customer reported tpn leaked from hole in the pumping segment near the upper blue fitment. User reported, the set was primed, placed in the pump module and leaking was noted once the infusion was started. No leaking observed during priming. There was no pt harm reported and no medical intervention was required. Customer stated that the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Pending investigation.